Event description:
This lead was infected after generator and change out in (B)(6) 2017. The physician was (B)(6) (B)(6) hospital (B)(6) ga. No other information is available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).